Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 07/18/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. No additional patient or event information is available. The complaint device was not returned for evaluation. However, data log was provided by the patient. The data was reviewed on 08/03/2016 and confirmed the reported loss of connection.